Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. The device was visually checked and found damaged gauge (needle was not on zero position). The complaint was replicated, found continuous flow issue. The cause was input manifold with old o-ring. Changed o-ring in input manifold assembly, changed gauge and performed functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was a broken pressure gauge. There was unknown patient involvement.